Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced a multifocal stroke of the brainstem which required prolonged hospitalization. The report indicated that they performed a persistent atrial fibrillation (psaf) ablation using the varipulse¿. The procedure went perfectly. There were no errors with the generator, pump, or carto system. The procedure lasted 50 minutes. There was a total of 27 (complete & incomplete) ablation lesions performed. Additional ablations were performed on the right carina due to the presence of a right supernumerary vein. The activated clotting time (act) was greater than 400 and heparin 11000 at the end of the procedure. Two hours after the procedure, the patient complained of severe dizziness and vomiting. An emergency magnetic resonance imaging (MRI) revealed a multifocal stroke of the brainstem. Thrombolysis could not be performed as it was too late (h+6). No other bodily functions were impaired. The catheter was the suspected device. The information received indicated that it is multifocal, and comes from the heart, probably thrombotic (blood not air), impacting multiple areas of the brain. The patient declared suffering from impaired vision and balance issues at h+2. After the MRI, at h+6, it was too late for a thrombectomy. The physician was optimist regarding recovery. The patient had pulmonary vein isolation (pvi) plus post box within left atrium (la) 140cc (additional right vein), 27 ablations, 4ml with ablations around the additional right vein, and without stacking. The patient is under eliquis. The stroke occurred six (6) hours after the patient woke up, following the use of varipulse¿ for atrial fibrillation (afib) ablation. The doctor does not think of a human cause because no incident to be noted during the procedure. The sheath has been purged, and the catheter as well. No catheter exchanges during the procedure. Normal act at the end of the procedure. The outcome of the adverse event was fully recovered (no residual effects). Prolonged hospitalization following MRI that confirmed the presence of a stroke. One transseptal puncture site was performed during the procedure. Delivered energy was pulsed field ablation (pfa). There were 19 ablations performed within the pulmonary veins, and 8 were performed outside the pulmonary veins.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31743990l and no internal actions related to the complaint were found during the review. Additional response was received by medical affairs with the following summary: - it is multi focal, and comes without any doubt from the heart, probably thrombotic (blood not air), impacting multiple areas of the brain. - the patient declared suffering from impaired vision, dizziness, and balance issues at h+2. - after the MRI, at h+6,it was too late for a thrombectomy. - the physician is optimist regarding recovery. - the patient was 66 years old, pers af, had pvi + post box with a la 140cc (additional right vein), 27 ablations, 4ml with ablations around the additional right vein, (without stacking according to the cas), act > 400 at the end of the procedure, heparine 1100, patient under eliquis. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that ablation was performed outside pulmonary veins (a total of 8 ablations). The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. An internal corrective action is being followed to investigate neurovascular events with varipulse¿ catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).